Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B3: date of event: (B)(6) 2023. E1: customer name and address= postal: (B)(6). E3: occupation = "dsa" team leader. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, upon opening and inspecting the device, prior to use for an unknown procedure, the tip of a flexor ansel guiding sheath's dilator was damaged and appeared to be cut. The device was not used, and a new sheath was used to compete the procedure. There were no reported adverse effects to the patient. Photos provided by the customer show what appears to be a cut/split/tear in the dilator tip.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, upon opening and inspecting the device, prior to use for an unknown procedure, the tip of a flexor ansel guiding sheath's dilator was damaged and appeared to be cut. The device was not used, and a new sheath was used to compete the procedure. There were no reported adverse effects to the patient. Photos provided by the customer show what appears to be a cut/split/tear in the dilator tip. Investigation evaluation: reviews of the complaint history, device history record, manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the returned complaint device was also conducted. The complaint device was returned to cook for investigation. The tip of the dilator was split. The sheath was not returned. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The instructions for use (IFU) states "upon removal from package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information and results of the investigation, cook has concluded that the device was most likely damaged during shipping/handling as the damage was noted by the customer upon opening the packaging. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.